Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the lead was performed. The terminal pin segment was returned severed 112 millimeters (mm) from the terminal pin, the distal segment was not returned. Visual observation noted the presence of set screw marks on the lead terminal pin and dried blood/body fluid was noted in the lumen. Resistance testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. A pressure test of the outer insulation and guidewire testing was not performed due to the lead being severed. Laboratory analysis did not confirm the reported clinical observations and concluded that the lead was severed during the explant procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms. An invasive procedure was performed. The lead was surgically abandoned and replaced and the ICD remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
A severed portion of the lead was returned. This report will be updated upon completion of analysis.

Event description:
Additional information was received that lead to device header connections were verified to be appropriate and the root cause of the out of range shock was not determined.